Event description:
Pc panel would not start. Power light indicator shows as green but screen stays blank and laser would not start up.

Manufacturer narrative:
The pc panel was replaced and the laser system returned to work. We are unaware about pt injury.